Event description:
The patient received her scs ipg on (B)(6) 2009. The patient was able to communicate with ipg on the morning of (B)(6) 2011. The ipg battery was 3/4 full. During the evening of (B)(6) 2011, she turned the ipg off and could not turn it back on. On (B)(6) 2011, an sjm representative met with the patient to try and resolve the issue. The patient's charger and two programmers were used and were unsuccessful. The patient met with her doctor that same day and the doctor stated that the ipg has not moved. The patient was sent a new charger to help resolve the issue. Attempt to gather additional information was unsuccessful. No further information is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.